Event description:
It was reported that a patient had a device implanted five days prior to the report and was noticing for about a week that her skin was hot where the implant was and there was a warm feeling at the pocket. It was not red or swollen. Additional information received on (B)(6) 2014 indicated that the patient noted a shocking or jolting sensation 2 days prior to this call. The patient experienced a zap/ shock/ pinch in butt cheek and turned stimulation off. It was mentioned that 1-2 days prior to this patient noticed that stimulation changed from a constant vibration to a pulsing where it would vibrate then stop. No loss of therapy. The patient stated about 3-4 days prior her stim started feeling like pulsing that would start/stop. There was no known accident or incident related to this complaint. The patient appointment was scheduled for a day after this call. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0mmm6, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).